Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm when they changes the battery. The customer¿s blood glucose level was 189 mg/dl. Customer was able to clear the alarm and able to complete rewind the insulin pump. The customer was reported that the alarm was did not occurred shortly after inserting a new battery. Customer stated that the temp basal was not programmed before the alarm occurred. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to remove the current battery from insulin pump and insert new battery, however alarm reoccurred. The customer was advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.